Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). According to received information, liquid presence was noticed on pressure transducer and expiratory channel printed circuit boards (pcbs). Liquid entered the ventilator from expiratory cassette. A visual inspection confirms the reported liquid spill problem. The pcbs were not further investigated since ingress of liquid on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Expiratory channel board contains electronics including microprocessor for e.g. Expiratory flow measurement performed by the flowmeter inside the cassette and electronic connections to and from the cassette. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The pcbs were cleaned to resolve the issue. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on pressure transducer and expiratory channel pcbs.